Event description:
During a balloon kyphoplasty procedure at level t6, bone cement extruded through the posterior aspect of the patient's vertebral body and into the patient's spinal canal. The patient experienced immediate post-operative left lower extremity paralysis. Patient underwent a laminectomy with cement removal and has regained some motor control of the left lower extremity and is currently in a rehabilitation facility. Physician believes the patient had an undetected fracture of the posterior aspect of the treated vertebral body.

Manufacturer narrative:
Method: device not returned for evaluation; follow up conversation with treating physician reporting event.